Manufacturer narrative:
The device was not returned to MFR for evaluation. Device history review showed nothing related to this incident. The complaint history review showed one prior complaint of similar nature.

Event description:
As the patient was being moved, the IV tubing got caught on something and the catheter snapped off below the bifurcation. Catheter secured with steristrips. The catheter was removed from the patient.